Manufacturer narrative:
Follow-up #1 date of submission 03/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:a review of the device history indicated a manual time change. During testing, the rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no alarms observed. A timekeeping accuracy test was begun but not completed. The pump case was removed and the internal clock battery on the printed circuit board was found to have failed. No evidence of moisture ingress or intermittent connections was observed. The complaint of a time loss could not be adequately investigated due to the internal clock battery failure. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump was losing time. The pump time was allegedly set correctly, however, the time would be set back five minutes every day until corrected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.